Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 51 mm in diameter abdominal aortic aneurysm. It was reported that, approximately nine months post index procedure the patient presented emergently with a cold leg and occluded limb. The physician elected to implant a catheter and performed directed lysis overnight. The next day, the physician elected to perform a balloon thrombectomy and relined the limb with another endurant stent graft limb that extended into the left external iliac artery. The narrowed area of outflow was angioplastied with a 9 mm balloon. The final angiogram revealed good flow with some residual clotting in the foot vessels and the reported event was resolved. Per the physician, the cause of the occlusion was due to vessel disease, distal to the stent graft limb, in conjunction with the patient condition of coagulopathy that resulted in a stenosis in the left external iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.